Event description:
It was reported the pt was unable to communicate with the ipg using the external devices. A replacement charging system was sent to the pt, however, the new device was unable to resolve the issue. The pt was to work with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.